Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient has hypotension.

Event description:
It was reported that the nurse hung a new bag of fentanyl 100ml at 1345. Her pump was associated for iware. It was infusing at 10ml an hour for a rate of 250mcg hr. At 1400, the pump started alarming that there was air in the line. Nurse noticed that there was no more fentanyl left in the bag/ tubing and alerted the supervisor and other nurses to verify that there was an issue. There was no evidence of the fentanyl on the ground or in the patients bed. She immediately notified physician who was on the unit. Pharmacy was there also. Nurse is placing a risk master, the pump/channel/empty bag and tubing has been sent to biomed. Levophed given to the patient for hypotension.

Manufacturer narrative:
Additional info: d.11, b.5. Correction: b.2, h.10. The customer¿s reported complaint of an over infusion of fentanyl was not confirmed. An external and internal inspection of the customer¿s pump module observed the male and female iui connector contact pins with unidentified film contaminants. The male iui also showed white dried residue. The membrane frame top outer area showed evidence of dried fluid ingress. Results from a timed rate accuracy test using the timed rate accuracy test method (dir 10000360036) demonstrated the source device marginally failing to pass this test. Initial test results measured the rate at 9.48ml/h (-5.18% error). Specification for this test is +/- 5% error, per the system requirements document (dir 10000041442) v19 srd 334. After asm calibration was performed on the pump, the system was brought back in specification. An additional timed rate accuracy test showed the unit with an actual rate of 9.83ml/h (-1.72% error); indicating the device is now demonstrating in specification. Measurement analysis of the IV set silicon segment showed the incident set¿s metrology (ID/od) to be in specification. Results from a review of the logs identified the reported fentanyl infusion occurring on 18 dec 2020 between 01:45 pm and 02:16 pm. Prior to the start of the infusion, the pcu was powered up at 1:41 pm on that day. At the time of the reported event the system consisted of pump module s/n (B)(6) (channel a), pump module s/n (B)(6) (channel b) and source pump module s/n (B)(6) (channel c). The profile ¿adult¿ was suspected to be in use on this date. Based on the logs, the fentanyl infusion was programed at 1:45 pm showing a dose of 250mcg/h, a drug amount of 25000mcg, a diluent volume of 100ml, with a rate of 10ml/h and a vtbi of 100ml. The pvi was 0ml at the start of the infusion. At 2:06 pm, the user paused the infusion and two minutes later the user programmed a 50 minute delay. The door was opened and the system alarming for ¿check IV set¿. The user channeled off the pump at 2:16 pm which powered off the system. The pvi was recorded at 3.491ml. The root cause of the customer¿s report of an over infusion was not determined. A review of the device history record showed the device had a manufacture date of (B)(6)2018. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a new bag of fentanyl 2500mcg/100ml was initiated at 1345. The pump was programmed to infuse at 250cg/hr which was a rate of 10ml/hr. At 1400, the pump alarmed ail (air in line), and the nurse noted the bag to be empty. The supervisor and other nurses verified the rate and programming. There was no evidence of the fentanyl on the ground or in the patients bed. The patient was hypotensive as a result of the event and the physician ordered levophed (unspecified dosage) for the hypotension. There was no further information regarding the effect to the patient. The incident took place in the trauma/burn unit.